Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that at time of the surgical procedure device interrogation showed high, out of range hv lead impedances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy due to lead noise. The noise was not reproducible in clinic with isometrics and arm movements. The lead was successfully extracted. Patient condition is stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.0cm was returned for analysis. Internal insulation abrasion under the rv shock coil was noted at 5.0-5.5cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 5.2-6.0cm from the distal tip. The sensing conductor etfe was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 3.0-4.0cm from the distal tip. The sensing conductor etfe coating was abraded and the inner coil exposed at this location. This is consistent with the observations from the field of noise and inappropriate therapy.